Event description:
It was reported that this device was explanted and replaced due to safety mode. No additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this device was explanted and replaced due to safety mode. No additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.